Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 alarm found in the device history file. Unable to determine the root cause, problem isolated to the electronic assembly electrical board. Device received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed software error detected. The customer¿s blood glucose was 72 mg/dl. The insulin pump was being held by electrical tape. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.